Event description:
Patient revised for loose cup. (B)(6) 2012 - summons and amended complaint were received. They mention improper cup fixation, as well as excessive metal debris. The femoral head was added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for loose cup. Update summons and amended complaint were received. They mention improper cup fixation, as well as excessive metal debris. Update litigation alleged the asr hip was explanted due to pain, difficulty ambulating, muscle loss and tissue destruction.

Manufacturer narrative:
Depuy still considers this investigation closed.